Manufacturer narrative:
Additional information was received that at baseline there was coronary artery disease in two vessels. On the left main 69% stenosis and on proximal rca 99% stenosis.

Manufacturer narrative:
Additional information was received that there was no valve migration.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve the right coronary artery was obstructed and was treated by stent implantation in the right coronary artery. No further adverse patient effects were reported.